Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to confirm motion sensor test failure alarm or perform the self test, off no power test, unexpected alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure alarm. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motion sensor test failure after it has been exposed to MRI machine and during insulin pump rewind customer received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis